Event description:
Device complication: none. Time of complication: during hospitalization. Symtoms: tachycardia, pacs, arm weakness, hypotension, right arm ataxias. It was reported that after the dr had difficulty removing the accunet 2, the pt experienced a stroke post-procedure. The condition is continuing; however, the pt's condition is improved. No add'l info is available.